Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). In the moment the device is investigated in our service laboratory and by the development. If we get new information, an investigation report will create. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
(B)(4). "Over infusion". Customer information: syringe plunger lost contact to membrane plate and error "plunger malfunction" was occurred. This error was confirmed with "ok" button. Now the drive was moving in and pushed out the medicine out of the syringe.